Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer provided two possible lot numbers that they had in their inventory but they are uncertain of which lot the circuit came from. At this time, the lot number of the circuit involved is unknown. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the patient circuit became disconnected while in use on a patient. There was no patient harm associated with the reported issue. The customer reported that they decided to continue to ventilate the patient with the same equipment and placed zip ties around the area of disconnection.

Manufacturer narrative:
The customer reported two possible lot numbers for the suspect device, 3100b circuit. The device history records for both lot numbers were reviewed by the manufacturing plant and there were no issues found related to the reported failure. The product was manufactured, inspected, and released in accordance with manufacturer's procedures. The suspect device has not been received by carefusion, therefore, no further evaluation is possible at this time. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.